Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration which was confirmed thru x-ray. The patient underwent a lead explant procedure. The explanted linear leads were retained in the medical facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7084889.